Event description:
Incoming information notes ¿high atrial capture threshold¿ and ¿decline in p-wave measurement¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).